Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a piece of the wound drain broke off within the patient's knee. The patient required additional surgery to remove the broken piece. It was later reported that one of the drain holes of the wound drain was caught by one of the sutures in the patient's knee, which led to the device breaking upon removal.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this wound drain product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product catalog number is unknown, the wound drain product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a piece of the wound drain broke off within the patient's knee. The patient required additional surgery to remove the broken piece. It was later reported that one of the drain holes of the wound drain was caught by one of the sutures in the patient's knee, which led to the device breaking upon removal.